Event description:
The customer contact reported the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical dept with an unsigned note stating, "alarms malfunction s233". No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, s233 (over temperature-psc) malfunction alarm codes were noted in the device history. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, s233 (over temperature-psc) malfunction alarm codes were noted in the device history. Further testing found that the device fan was not functioning. The probable cause for the s233 alarm code was due to a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.